Event description:
It was reported, the patient presented to the clinic for an electrical reset of the pulse generator. It was note the patient had radiation therapy years ago and was recently in the hospital for heart failure. Device data was reviewed by technical services and revealed critical random access memory (ram) parity error had occurred on (B)(6)2010. It was also noted the patient had received pelvic radiation in (B)(6) and (B)(6). The device was able to be reset to its previous parameters. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data from the device showed that on (B)(6)2010 at 14:25:07, the device recorded a critical ram parity error por (power on reset).